Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. It was reported that the instrument locked out. The case was completed with a new device and there was no consequence to the pt.